Event description:
The customer reported an oil mist haze. The customer stated that there were no physical complaints related to the oil mist. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
The fse replaced the oil mist filter assembly. He ran the vacuum pump, no mist noted.